Event description:
Pt reported "experiencing moderate to severe abdominal cramping when [patient] performs exercise, goes to the bathroom or stands on [their] feet too long," since [their] most recent implanting surgery. No explant surgery is scheduled. Additional info: pt reported additional events of severe abdominal pain, inability to poop without laxatives, cannot bend or move without pain, feeling no restriction, being able to eat a lot, acid reflux, and vomiting in their sleep. Pt explained that when vomiting, it is getting into the lungs, burning their tongue causing lesions from the acid, and rotting their teeth. Port remains implanted. F/u info: pt reported going to the emergency room, because of stomach pain and reflux. Pt mentioned their "tongue is black" and that "doctor thinks it could be a band slip or a band erosion." F/u info: pt reported that [pt] had went to the emergency room at least 5 times since the previous report. During one visit, a cat scan was done and showed that the stomach area underneath the band was "swollen." Pt added that the pain was felt from "chest to back like a heart attack. "During one of the visits, the emergency room staff, requested that a physician come in to without all the fluid in the pt's band. Additionally, pt was reportedly diagnosed with having "esophagus spasm" and given "pain meds, muscle relaxers, and so forth." Pt has not had any "reflux" and "symptoms gone away" since band was emptied.

Event description:
Additional information: patient also reported "vocal changes, sounds manly".

Manufacturer narrative:
(B)(4). Severe abdominal pain, band slippage, erosion, inability to poop, cannot bend or move without pain, feeling restriction, being able to eat a lot, acid reflux, and vomiting, "swollen" and "esophageal spasms" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of "swollen" as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." Device labeling addresses the possible outcome of pain, "esophageal spasms" as follows: "warnings: some types of esophageal dysmotility may result in inadequate weight loss or may result in esophageal dilatation when the band is inflated and require removal of the band." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abdominal healing, edemia, parasthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection." Device labeling addresses the reported events of "inability to poop", severe abdominal pain, movement without pain, and vomiting as follows: warnings: "pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling also addresses the reported events of "inability to poop", as well as reflux, as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possibility of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possibility of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."

Manufacturer narrative:
Unknown taper.

Event description:
Reported as: patient with the lap-band system reported "hernia in diaphragm". Device remains implanted.

Manufacturer narrative:
Infection, dysphagia, intolerance and unsatisfactory weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the contraindication for patients regarding intolerance as follows: "patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."

Event description:
Additional information: patient additionally reported band "not working properly, vomit in sleep, have to sleep in a chair, muscle spasms in stomach, unable to sleep, choke when eating, weight gain, hospitalization due to vomiting and a lung infection due to the band, wheelchair when walking long distances, unable to wipe when using the restroom, diabetes and esophagus spasms that are causing the bile to get into the lungs." The device remains implanted.

Manufacturer narrative:
Supplement #4 - medwatch sent to FDA on 11/27/2018.